Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump had not been delivering insulin for two days leading up to the call. The customer's wife reported that the customer had been experiencing high blood glucose levels which had to be treated with manual injections. Blood glucose levels were over 400 mg/dl. The caller was advised to have the customer call back to troubleshoot. The insulin pump was not replaced or returned for analysis.